Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with jaws damaged. However, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No abnormal noise was listened during analysis. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was fired and they think one of the jaws was bent. The clips were formed properly, except for one clip. The same device was used to complete the case. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? I believe it was the first or second firing. What vessel or structure was the device fired on at the time of the event? I would think it would be on the cystic duct or artery vessels. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? I'm not sure about the torquing. Was any unexpected resistance felt while firing the trigger? The tech did mention it to me. Were any unexpected noises heard? She thought she heard something in the handle. If so, when? When the surgeon fired the clip. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? No information. What was found? Does the patient have any relevant history of surgical treatments? Not sure of patients history. If so, what? Did somebody other than the primary surgeon fire the instrument? Surgeon fired the gun. If so, whom?